Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwach will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. It was identified that the suction tube has a substance, which looks like drops in the tubing.; therefore, the device was sent to supplier for further investigation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not received in its original packaging. The device appeared in an unused condition. Droplets visible down the full length of the suction tube. The returned complaint device exhibits clear liquid droplets in the electrode suction tube as reported by the customer. The liquid droplets seen in the suction tube is excess silicone oil which is dispensed as part of the tripolar electrode manufacturing process - silicone oil dispense process ID 381 to 382 of the tripolar manufacturing plan 921109. The purpose of the silicone oil process is to aid reduction of the slider force and provide a smooth operating valve system. As per tripolar 90 biocompatibility test report document dn0000947 - silicone oil is biocompatible and has in-direct patient contact due to potential transfer through the saline irrigant. A DHR review has been performed for complaint device lot number u2205095; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no containment or further correction action has been implemented. The occurrence of liquid substances being visible in the suction tube of devices in the field is already being addressed by the supplier quality system. Based on the investigation, it was concluded that silicone oil present in the suction tube is a known cosmetic issue, and it has no safety or efficacy risk. Also, the investigation determined the likely root cause to be an incorrect dispense time parameter which was set at 0.5s instead of being set at 5s as documented for tripolar 90 suction electrode settings document. As part of this investigation the tripolar 90 silicone oil dispense station settings were reduced and revalidated to help minimize the complaint rate in line with the system risk assessment (892007). The customer¿s device was manufactured in june 2022 which was post implementation of these corrective actions. The product manufacturing plan and production parameters for lot u2205095 have been reviewed and show no changes to the manufacturing process have been introduced prior or during manufacture of this batch which might explain an increase in the occurrence of this failure. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The initial reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2023, it was observed that when the vapr tripolar90 suction electrode device was opened, a substance like a drop of water was confirmed and found at the suction part. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.